Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a damaged power brick connector. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval, the power supply connector was damaged. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective charger/modem. The last pt to sue this charger/modem did not report any problems.